Event description:
It was reported to medtronic minimed that the customer got a loss sensor signal, but during the call, the sensor glucose came back, and smartguard updated the inquiry. The customer did not hear the alert on high. The customer reported a loss of communication between the transmitter and the pump. The customer reported a blood glucose value of 500 mg/dl. The customer experienced hyperglycemia and was treated with an insulin pump and manual injection. The event involved product(s) mmt-7841zn, mmt-342, mmt-1884l, mmt-431ag, and mmt-7040a. Troubleshooting was performed for the vibrate anomaly, and the pump is not currently vibrating/beeping. Troubleshooting was performed for the smartguard, unable to enter auto basal, and the customer is requesting assistance with entering auto basal. Reviewed auto mode readiness/smartguard checklist screen. Explained what was missing to enter into auto mode/smartguard and how to resolve. Troubleshooting was partially performed for the loss of communication. Troubleshooting was performed for the high blood glucose, and the customer has been using the insulin pump system within 48hours of the reported high blood glucose event. The auto mode feature was not active at the time of the event. No further patient complications were reported. No product return is required for mmt-7841zn. No product return is required for mmt-342. No product return is required for mmt-1884l. No product return is required for mmt-431ag. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.